Event description:
While undergoing ercp, at time of sphincterostomy, cautery was applied to instrument and wire on instrument broke causing a papillotomy (uncontrolled wire). Antibiotics given in the recovery room and the pt was admitted. Pt was discharged in 06/2005. Part of the catheter was retained in the common duct. Pt had cholelithiasis pre procedure and acute pancreatitis post procedure.